Event description:
Patient called to report adverse reactions to two recalled leads. She said the first biotronik lead was implanted in 2006, model # ra-lead # 350973. The second lead is st. Jude, model # rva-7120q58. Patient stated both leads are recalled. She says the leads have caused her to become very ill. She said she experiences sharp pains around the site and extreme chest pain. She described the pain as constant and also like a burning sensation. Patient says she is extremely ill and can barely do day-to-day activity. She stated she has been in the hospital at least 30 times. She is very upset and scared for her health.